Event description:
The customer reported the unit had multiple error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed; da pcba adc failed; machine and proximal pressure sensors failed; and auto-zeroing of machine and proximal pressure transducers in post failed. The customer has flexed the motor controller (mc) to data acquisition (da) cable and has not been able to reproduce the issue. The customer reported that there was no patient involvement.